Event description:
The user facility reported a leak originating from an unknown location of their system 1 e, onto the floor. Blankets were used by the facility's maintenance department to clean up the water. No procedural delays or cancellations occurred. No injury to hospital staff or patients was reported.

Manufacturer narrative:
A steris service technician arrived onsite and traced the leak back to a loose hose clamp located at the inlet connection to the big blue filter housing. The technician tightened the loose clamp. In addition, he inspected all other hose connections to ensure they were tight and leak free. The technician ran a diagnostic and processing cycle, confirmed the unit operational and returned it to service.